Event description:
It was reported that, "patient had an unstable knee. Therefore, surgeon removed femoral and tibial component and put in a ts femur, ts insert and universal plate."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR# 2249697-2012-00862.